Manufacturer narrative:
Please reference related manufacturer report numbers: 2015691-2017-00967, 2015691-2017-00968, and 2015691-2017-00975.

Manufacturer narrative:
Article citation: puri, rishi, et al. "Transcatheter aortic valve implantation in patients with small aortic annuli using a 20 mm balloon-expanding valve." Heart 103.2 (2017): 148-153.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case. Per the instructions for use (IFU), major bleeding complications may require surgical repair and are potential complications associated with the tavr procedure. It is unclear where, exactly, the major bleeding event occurred. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Aortic dissection, hematoma or annular rupture risk factors during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, as it is unclear where the bleed actually occurred, it is difficult to determine a specific root cause of the event. The bleed, depending on location, was most likely related to the mechanisms above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards canadian affiliate, per article: transcatheter aortic valve implantation in patients with small aortic annuli using a 20mm balloon-expanding valve. Among 55 patients, five experienced major bleeding events during their 30-day hospital stay. Additional information is not available.